Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 30% to 5% while connected to a power source. The pump then unexpectedly shut off at 5%. The pump was connected to a power source and was able to be turned on. The customer¿s blood glucose level was 112 (mg/dl). It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery.